Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 11111330. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 11111333. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 11111333. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced loss of motor sensory post implant. Investigation was unable to identify which led attributed to the issue. Surgical intervention was undertaken wherein the system was explanted to address the issue. Patient was recovered post-op.